Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2006, per billing records, patient underwent MRI of cervical spine w/o contrast. On (B)(6) 2006, patient presented with following pre-op diagnosis: left c7 radiculopathy secondary to herniated nucleus polposus, c6-7; and underwent following procedure: anterior plate fixation, c6-7 using titanium zephyr plate and screws; anterior cervical discectomy and interbody fusion using peek synthetic space and bmp, c6-7. As perop notes: : ".. Foraminotomies were performed bilaterally and the ligament was opened with a small curet and resected. The epidural space was explored and no free fragments were found . An appropriate-sized peek synthetic spacer was loaded with bmp and impacted into the disc space.. There were no apparent complications.." On (B)(6) 2006, per billing records, patient underwent x-ray of cervical spine. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.